Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2011. (B)(4) submitted for adverse event which occurred on (B)(6) 2012. (B)(4) submitted for adverse event which occurred on (B)(6) 2013. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by a attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent removal surgery, ventral hernia repair surgery and take down of adhesions on (B)(6) 2011 during which the surgeon noted the mesh and took down the adhesions. Omentum noted to be incarcerated, was excised. It was reported that the patient underwent removal surgery and exploratory laparotomy on (B)(6) 2012 due to chronic abdominal pain. It was reported that the patient underwent recurrent ventral hernia repair surgery on (B)(6) 2013. It was reported that the patient experienced severe pain, adhesions, loss of appetite, stress and anxiety. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 11/18/2020. Additional information: a2, b7.